Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software and configuration files were found to be corrupted. The reported problem was to be resolved by the customer's biomedical department. No conclusion can be drawn as system analysis or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to boot up. No patient serious injury or death was reported related to this event.